Event description:
Event description guidant received information that these epicardial defibrillation patches exhibited an out of range shock impedance. The physician elected to cap the patient's entire epicardial patch lead system (two guidant leads, two competitor leads) and implanted a transvenous defibrillation lead without reported complication. These leads had been in service for approximately 15 years. To date, there have been no reported patient symptoms associated with this clinical observation.